Manufacturer narrative:
The meter was returned and investigated. Battery was replaced and meter powered on with button press and test strip insertion. All results were within the range specification and no errors were observed during control solution testing. The complaint was not confirmed.

Event description:
Health professional reported not being able to test the customer's blood glucose due to the adc blood glucose meter not powering on with button press or test strip insertion. The health professional additionally reported the customer experienced "lethargy" and suffered a loss of consciousness. Health professional stated the symptoms and blank screen issue "started last week" and suggested the "customer felt the symptoms because she was not able to test her blood glucose level". No further information was provided by the health professional as she declined to continue troubleshooting. Additionally, it is unknown what, if any, third-party medical intervention was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been returned and an investigation is process. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.